Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a broken irrigation tube leading to loss of irrigation and catheter char occurred. During an ablation procedure an intellanav mifi open-irrigated ablation catheter was selected for use. The power of the generator was set to 40 to 50 watts and the flow rate was 30 milliliter's per minute. Ablation was interrupted due to high temperature error. Upon examination of the catheter, it was noted that the irrigation pipe of the handle was broken and char at the distal end was observed. The procedure was completed with a competitor's catheter. No patient complications were reported and the patient's current condition is fine.

Event description:
It was reported that a broken irrigation tube leading to loss of irrigation and catheter char occurred. During an ablation procedure an intellanav mifi open-irrigated ablation catheter was selected for use. The power of the generator was set to 40 to 50 watts and the flow rate was 30 milliliter's per minute. Ablation was interrupted due to high temperature error. Upon examination of the catheter, it was noted that the irrigation pipe of the handle was broken and char at the distal end was observed. The procedure was completed with a competitor's catheter. No patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
The reported failures of broken irrigation tube leading to loss of irrigation and catheter char were confirmed through investigational analysis.. Visual inspection noted that the luer fitting was separated from the irrigation tubing and was not returned with the device. The adhesive and irrigation tubing were torn open at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting. Dried body fluid and saline were found on the handle and distal end of the device. Body fluid was also found on the main shaft. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The complaint investigation conclusion was design inadequate for purpose.